Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler showed no physical damage. There were visual indications of dried fluid within the cassette compartment on the door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The acclerated stress test 3 hours simulated treatment was performed and passed. No fluid leak was found in the test cassette. No alarms or other issues occurred during the test. System air leak test passed. Balloon valve actuation test passed. Patient sensor check passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed and encountered fluid in hp3. Fluid in the hp3 filter is a failure related to the reported symptom code air detected in cassette warning. There were visual indications of dried fluid on the bottom pump gasket and on the bottom cover under the pump assembly. The cause of the observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient contact that a fluid leak was discovered during step 9 treatment complete after cancelling pd treatment . The patient encountered air detected in cassette warnings prior to discovering the leak . The treatment was cancelled and when the patient opened the cassette door fluid ran out onto the table. There was fluid in the pump module area and fluid on the external of the cassette. Before calling technical services, the patient completed treatment with manual continuous ambulatory pd treatment. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. During the initial call there was no reported patient harm. The cycler used by the patient was returned for physical evaluation by the manufacturer. Additional information was requested but none has been received.